Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. The customer did not ensure that the patient's sample was optimal prior to analysis. There was fibrin and/or cellular material in the specimen as noted by the "cloudy appearance". In conclusion, the cause of the elevated access accutni+3 results is due to use error by not properly centrifuging the sample and/or collecting a new sample prior to analysis.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) results for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4) on (B)(6) 2018. The sample was originally collected on (B)(6) 2018 and stored frozen until analysis on (B)(6) 2018. After discussion with bec (beckman coulter) technical support the customer reanalyzed the patient's sample. Reanalysis of the patient's sample produced reproducible, negative results within the customer's reference range. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was transferred to another facility where a cardiac catheterization was performed. System performance indicators such as quality controls (qc), system check and precision study were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a serum tube with a gel separator. The customer was unable to supply centrifugation information such as time and speed. The sample was noted as being "cloudy" but no visible fibrin was present. In addition, the sample was not transferred to another tube and re-centrifuged after being thawed.